Event description:
Additional information was provided regarding this event. The event occurred during a general check/maintenance. There was no report of procedure or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of spots in image was not confirmed. The allegation of black dots was confirmed due to image guide bundle having significant breakages. In addition to the findings reported, due to pinching on bending section cover, water tightness was lost. Adhesive on bending section cover was detached. The eyepiece and control unit were scratched. The suction cylinder was dirty. Due to wear of angle wire, bending angle in up and down directions did not meet the standard value. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer, an image problem due to black dots with the bronchofiberscope. There was no report of patient harm associated with this event. During incoming inspection, it was determined the connecting tube coating was peeling. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the connection tube peeling was physical stress/chemical stress. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual_ general policy. Precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Instructions_ cleaning, disinfection and sterilization procedures_ leakage testing caution:during leakage testing, a continuous series of bubbles emerging from a location on the endoscope indicates a leak at that location. This means that water will be able to penetrate the inside of the endoscope. If you locate a leak, remove the endoscope from the water and contact olympus.¿. Olympus will continue to monitor field performance for this device.